Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.3., h.6. And h.10. The company service representative examined the system but was unable to replicate the reported event. The company service representative found the system messages in the event log confirming the event. The laser core module and the ethernet cable assembly were replaced as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser stopped working while using a probe at 700 shots per second. Additional information has been requested.